Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned guide wire found blood and contrast on the polymer and core. The stent delivery system (sds) was returned advanced over the distal end of the separated guide wire. The separated piece of guide wire was 40 cm in length. There was 14 cm of the distal end of the guide wire extending from the sds tip. The guide wire core was separated 35.5 cm proximal to the proximal solder and the fracture faces appeared smooth. The proximal portion of the guide wire was not returned for analysis. There was 24 cm of the separated guide wire that was pulled out of the sds torn distal shaft and could be removed without resistance. There was a bend in the guide wire tip proximal to the tip ball. There was a curled bend in the guide wire core distal to the separation. The guide wire polymer was torn 4.8 cm distal to the separation for a length of 3mm. The distal end of the guide wire up to and including the proximal solder was passed through a hole gauge and met manufacturing criteria. A laser micrometer was used to measure the outer diameter of the core proximal to the proximal solder, which met manufacturing criteria. The difficulty experienced may be due to, but not limited to: manufacturing, interaction between devices, insertion/removal/preparation technique, lesion morphology, and/or patient disease state. Difficulties can also be attributed to the design of low profile devices which can result in minimal clearance between the guide wire and sds. In certain circumstances such as high pressure balloon inflations, manipulation through tortuous and/or tight lesions, heavy torquing, and/or pushing/pulling, clearances can be reduced to an undesirable level. Coagulation of blood or contrast in the lumen of the catheter can also be a factor in reducing clearance. An attempt to move the wire in reduced clearance condition can cause damage to both the sds and guide wire, which may lead to additional interaction between the devices. The torn polymer jacket was likely the result of interaction between the devices during attempted removal. Scanning electron microscope (sem) noted that the separation appeared to occur at a bend. Since no damage was noted during inspection prior to the procedure, the bend likely occurred while advancing during the procedure and/or while trying to maneuver the wire during removal, causing the wire to be more vulnerable to separation once additional force was applied during attempted removal. Reportedly, the lesion was heavily calcified, which may have contributed the reported difficulties. The additional bends found during analysis are likely the result of the procedure and/or from handling after the procedure. The lot history record for this product could not be reviewed and a similar incident query could not be performed because the part and lot number was not reported. In order to ensure that the reported difficulties do not occur as a result of a product quality deficiency, the profile dimensions of all guide wires are confirmed by visual and dimensional checks online during the manufacturing process at abbott vascular and manufacturing performs a non-destructive tip pull test on each wire. Additionally, all products are 100% visually inspected online for damage during the manufacturing process. The reported difficulties appear to be related to case circumstances and there is no indication of a product quality deficiency.

Event description:
It was reported that the xience prime stent delivery system (sds) was unable to cross the lesion in the proximal left anterior descending artery. During withdrawal, resistance was felt with the bmw universal guide wire and it was noted that friction was slightly more than usual with the wire. Both devices were noted to be odd looking after removal. The sds and guide wire were therefore replaced with other devices to continue with the procedure. No adverse patient effects were reported. No additional information was provided.